Manufacturer narrative:
Correction data: h11 - reported as; claim# 738203 - correct to claim# 738202. Claim# (B)(4).

Manufacturer narrative:
H1 - disregard initial MDR as it is n/a. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5 - reported as; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. - correct to; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged, and problem resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6b - reported as blank/unknown - correct to - 13-nov-2024. H6- health effect impact code - reported as 2199 - correct to 4629. H6- - medical device problem code - reported as 3189 - correct to: 2993. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).